Event description:
On 11/5/92 patient had a laparoscopically assisted vaginal hysterectomy. A 5mm trocar was inserted suprapubically. The safety sheild failed and the trocar made four 5mm perforations in the ileum. This was repaired through the vagina by a general surgeon. Patient progressed well after surgery. Given cefizox stat and every 12 hours. No signs of infection. Discharged on 11/9/92device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure, manufacturing, mechanical problem. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.